Manufacturer narrative:
The technician found the brake pedal will set but the brake caster did not hold. The most likely cause is normal wear and tear. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tries for cuts, wear, tread life, etc. Test the brake casters to determine if th bed moves when you activate the brake mode, replace or adjust when necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2012. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake caster and brake steer caster to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brakes are not functioning (brakes not holding). The bed was located in the bed shop at the facility. (B)(4).